Event description:
The customer reported via the sales rep that the device would not engage with a lag screw. It is further reported that an inspection of the device by the customer and the sales rep that the threads on the device appear to be non-uniform. It is further reported that this is the first time the kit was used. It is further reported that another kit was used to complete the surgery and there were no adverse consequences.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.